Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a burning smell was noticed coming from the sorin s3 console during a procedure. The user elected to continue the procedure. The unit was shut down and unplugged post-procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the burn smell and found that the system would not power up on ac power. The issue was traced to the power supply module, which was replaced. Preventative maintenance and a functional verification were successfully completed and no further issues were reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a burning smell was noticed coming from the sorin s3 console during a procedure. The user elected to continue the procedure. The unit was shut down and unplugged post-procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the s3 console. The incident occurred in (B)(6) this medwatch report is being filed on behalf of (B)(4). A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. The root cause of the reported issue was found to be related to a defective component/power supply. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.